Event description:
It was reported that, "surgeon said poly wore and patient was due for a revision."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available it will be reported on a supplemental report.